Event description:
Customer at (B)(6) hospital reported (B)(6) reaction with one sample tested for antibody screen using 0.8% selectogen cell# 2 (s+s+) lot vs724 that was later identified as anti-s. Issue started on: (B)(6) 2014. Methodology used: gel method. Reaction grade obtained: (B)(6). According to (B)(6) customer, patient was previously tested at another hospital on (B)(6)2014 and had a positive antibody screen, but no ID was complete. (Antibody screen was performed in gel , but customer did not provide screening cells lot # or gel cards; only to say that (B)(6) reaction was noted with s+ cell (strength of reaction not provided either). The patient was then admitted to second facility ((B)(6)) on (B)(6) 2014. Antibody screening was performed using 0.8% screening cells lot # vs724 and all reactions were (B)(6). Prior patient history from first facility was unknown at time. Therefore, due to (B)(6) antibody screen, (B)(6) performed electronic crossmatch and one unit of packed red cells was transfused. On (B)(6) 2014, patient was again admitted to (B)(6) facility, and using the same unknown lot # of cells and gel cards, a (B)(6) antibody screen was noted and anti-s was identified. (B)(6) facility staff contacted (B)(6) for transfusion history on patient and to inform them that anti-s was identified. (B)(6) customer then performed retro-testing of donor unit sample that was previously transfused to patient on (B)(6) 2014 and unit was s antigen (B)(6). All qc was acceptable on days of testing. All reagents have normal appearance. No contamination observed. Customer is concerned that 0.8% selectogen cells are heterozygous for s antigens. Customer felt that at least one donor should be homozygous for the s antigen. Customer only reporting incident for tracking and trending. Satisfied with documentation.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).